Event description:
A balloon developed a pin-hole leak on the first inflation during an iliac angioplasty. Another balloon catheter was used to successfuilly complete the procedure without pt complications. The device was received, evaluated and retained by this MFR. The engineering eval indicated the shaft under the balloon was bowed. Microscopic exam revealed a pin-hole leak 12mm proximal to the distal ro marker. Scratches were noted on the balloon surface. Device displayed characteristics consistent with over-pressurization, a bowed shaft under the balloon, and contact with a sharp external source, scratches on the balloon surface. Therefore, co does not attribute this event to the device.